Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis didn't deflates when we tried to deflate it using the pump. After removal of reservoir, we noticed that it did not empty appropriately.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan cloverleaf reservoir was received for evaluation. Examination and testing of the returned component revealed no visual or functional abnormalities. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Because the available information did not indicate what factors may have contributed to the reported event of "prosthesis didn't deflate when trying to deflate using the pump. After removal of reservoir, it was noticed that it did not empty appropriately," and because no functional abnormalities were noted, quality cannot confirm this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.